Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient's condition was stable post procedure and was discharged from hospital in a good condition.